Event description:
A patient reported experiencing inaccurate high results with a otbe meter. The patient's blood glucose results were 97, 166 mg/dl. Tests were done within 10 minutes with difference of 47%. Patient did not experience any adverse events. No further information has been reported.